Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited noisy image, erratic intermittent display. There was no patient involvement.

Manufacturer narrative:
The device was not returned for inspection. The root cause of the event cannot be identified. However, based on investigation results, the issue occurred due to component, electronic component failure. Reasonably known information suggests probable causes such as damage or deterioration of parts, environmental problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuits. Olympus will continue to monitor field performance for this device.